Manufacturer narrative:
During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3058611 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3058611. Retention samples from batch 3058611 were not available for inspection. Two photos were received for investigation. One photo shows the agar surface of a plate with a surface colony. The other photo features a plate print from batch 3058611 (time stamp 1814) for batch verification. No return samples were received for investigation. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are part of the implementation with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was found in 62 cases affected. The following information was provided by the initial reporter: customer reporting biological contamination of product 221261 lot 3058611 - plate trypticase soy agar 5% sb. Received 62 cases affected 10 plates plate to date

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was found in 62 cases affected. The following information was provided by the initial reporter: customer reporting biological contamination of product 221261 lot 3058611 - plate trypticase soy agar 5% sb. Received 62 cases affected 10 plates plate to date.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.